Event description:
The facility reports while attempting to remove the battery from the charger, the carer injured her shoulder. She went to the hosp, but no specific injuries were noted. MFR.rep.no.132/01

Event description:
The facility reports while attempting to remove the battery from the charger, the carer injured the shoulder. Carer went to the hospital, but no specific injuries were noted.